Event description:
This report is to advise of an event observed during analysis

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint was received with return of device. Fazilure event observed during analysis.final analysis found that the outer insulation was fractured at 29.8 cm from the connector pin and the inner insulation was damaged at the same location. The damage is consistent with clavicular crush damage.